Event description:
The pt was hospitalized for elevated blood glucose levels. The pt reported that there was an insulin leak in the connection between the pump cartridge and the infusion set.

Manufacturer narrative:
The cartridge was returned to animas for eval. Animas has conducted an eval of a cartridge from this mfg lot, and it was found to be operating within required specs. The pt stated that she thinks she had tightened the cartridge and tubing too tight which cause it to crack and leak. Additional model #1250/2020.